Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his daughter (the patient) alleging that the pump was possibly delivering insulin inaccurately. The reporter indicated that the patient started having elevated blood glucose (bg) levels on the evening of (B)(6) 2012. He also mentioned that the patient's bg's were elevated in the "400-500 mg/dl" range all day on (B)(6) 2012. According to the reporter, the patient attempted multiple corrections via the pump and pen injections. He claimed that the patient's bg's responded to corrections given via the pen. During that time, the patient reportedly did not change her site. However, she changed her cartridge that day. On the morning of (B)(6) 2012, the patient woke up with a bg level of "223 mg/dl." By 11:00 am, her bg had increased to "498 mg/dl" and she had developed large ketones and a symptom of nausea. The patient took a correction via the pen at that time. The patient reportedly changed her site at 11:40 am and took 4 units via the pump at 11:56 am to cover the ingestion of crackers. Her bg dropped to 300 mg/dl by 1:00 pm. However, her bg had gone back up to "450 mg/dl" at an unspecified time. The pump's advanced feathers were noted as being programmed correctly. The patient was using suggested amounts from the pump. No associated alarms were found in the pump's history. All basals and boluses were delivered as programmed. In addition, the basals and boluses added up correctly with the tdd. The anm representative involved in this contact noted that the patient had not completed the fill cannula step at one point. However, the patient was found to have been priming properly. The reporter denied that the patient had any illnesses, or changes in medication, and stress/pain level. The anm representative did not find any evidence of a pump malfunction during troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient had developed an elevated bg level with large ketones. However, at this time, it is unknown if the pump and/or use-error contributed to the patient's injury considering no issues were found with troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.